Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The DHR and manufacturing reviews could not be completed due to no lot number provided. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient reached rewarm target on arctic sun device. Later, they had power surge and since then it seems patient was having trouble maintaining target temperature of 36.5c. The current water temperature was 30.8c and patient temperature via esophageal probe was 36c. The trend indicator showed 3 bars trending downward and the flow rate was 0.4 l/m. Explained that the flow rate was keeping the water from warming up more and had user to stop therapy. The user had drained, disconnected and reconnected the arctic gel pad by holding away from connectors. Also stated that the patient was currently holding baby. Mss told to make sure all lines were straight with no bends or kinks. The user started therapy and flow rate was 0.9 l/m. Hence, the therapy resumed. The user would call back if they had any additional questions or issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient reached rewarm target on arctic sun device. Later, they had power surge and since then it seems patient was having trouble maintaining target temperature of 36.5c. The current water temperature was 30.8c and patient temperature via esophageal probe was 36c. The trend indicator showed 3 bars trending downward and the flow rate was 0.4 l/m. Explained that the flow rate was keeping the water from warming up more and had user to stop therapy. The user had drained, disconnected and reconnected the arctic gel pad by holding away from connectors. Also stated that the patient was currently holding baby. Mss told to make sure all lines were straight with no bends or kinks. The user started therapy and flow rate was 0.9 l/m. Hence, the therapy resumed. The user would call back if they had any additional questions or issues.